Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that approximately one hour status post diagnostic cardiac cath, a registered nurse (rn) in ambulatory care unit noted that the patient's enhanced tr band 2 had completely deflated. The rn attempted to re-inflate the tr band using the inflator syringe; however, she noted that the balloon immediately deflated. Hemostasis appeared to have already been achieved; therefore, the rn removed the tr band, immediately disposed of it in a biohazard bin, and applied a sterile dressing. The patient tolerated the unintended deflation of the enhanced tr band without notable blood loss or another adverse event. It was unknown of the patient's pre-procedural condition, current medications (include dosages), and relevant medical history. There was no patient injury/medical or surgical intervention required. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. There was no blood loss.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided a4: weight: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.